Event description:
A 23 yr old female was readmitted 8-30-99 for laparatomy and repair of vesicouterine fistula. A jackson pratt drain was placed through a stab incision in right lower quadrant. On post-op day 2, the surgeon attempted to remove the jackson pratt drain. He reported it was brittle and fragile. The drain broke off as he removed it. The surgeon and a nurse explored the right lower quandrant surgical site with instrumentation. The exploration was unsuccessful. The pt was taken to the operating room for surgical removal of the piece of the jackson pratt drain that broke off. Pt's post-op course was uneventful and pt was discharged home. Allegiance rep was notified of the occurrence 9-2-99 and identified the drain as an allegiance product.